Manufacturer narrative:
Voluntary medwatch report received: mw5159991.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead was damaged during a lead extraction procedure. The ra lead was explanted and replaced. There were no patient consequences.